Event description:
This same patient had another PICC line, that was found to be leaking just above the hub. Also lot # 11442471.

Manufacturer narrative:
It is unknown if sample will get returned or not. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
This same patient had another PICC line, that was found to be leaking just above the hub. Also lot # 11442471¿.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. Per an updated per, there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.